Event description:
It was reported that high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Without the return of the entire lead, a complete analysis could not be performed.